Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead had to be repositioned one day post implant due to a dislodgement. No adverse patient effects were reported.